Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
As reported: "during the insertion of a short humeral nail, the pin broke at the stop during reaming."

Event description:
As reported: "during the insertion of a short humeral nail, the pin broke at the stop during reaming." 3/26/2024 - additional information. The procedure was completed successfully. No impact to patient reported. The procedure was slightly prolonged due to the need to retrieve the broken tip from the humerus.

Manufacturer narrative:
Corrections: please refer to b1, d4 lot#. The reported event could be confirmed since the device was returned and matches the alleged failure. The device inspection revealed the following: in the received k-wire, shaft and tip of the wire found detached due to welding between these components was broken. The tip of the k-wire is severely damaged along its periphery proximal to the welded portion. This is a clear indication that the wire has been struck during usage with a metallic object which could be a reamer in this case and on the application of excess torsional force the tip has got damaged, and welding got broken resulting in the detachment of the components. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be a user related issue leading to detachment of components due to excess torsional force. If more information is provided, the case will be reassessed.